Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that there were air bubbles inside of the reservoir. Customer's blood glucose level was 220 mg/dl. It was the insulin was room temperature, they had air bubbles inside of the reservoir and that the infusion set had air bubbles. Customer advised there were no leaks inside of the reservoir.